Manufacturer narrative:
Evaluation, method: the device history and sterilization records were reviewed. Results: review of the DHR found a nonconformance related to the product. The product was replaced or reworked and approved for use. The DHR anomaly is not related to the alleged device complaint. Conclusion: the cause of the reported complaint could not be determined from the review of the DHR and sterilization records. Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
Device 1 of 2. Reference manufacturer report: 1627487-2011-01422. The patient received his scs trial system, including two percutaneous leads, on (B)(6) 2011. It was reported that the patient complained of pain in his ribs on (B)(6) 2011 which was allegedly unrelated to stimulation. The physician's office applied dressings to the patient's lead incisions. The patient was advised not to remove the dressings and to contact the physician and go to the ER if any swelling or fever occurred. The trial leads were explanted on (B)(6) 2011, and it was reported that the patient had removed all of the dressings. The patient was given oral antibiotic keflex and discharged home. On (B)(6) 2011, the patient allegedly went to the ER with a fever. An MRI showed the patient had swelling in the epidural space, and the ER advised the physician to treat this as an infection. Attempts to obtain additional information regarding the patient's condition were unsuccessful. No further patient complications were reported.